Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that catheter break occurred. A percuflex nephroureteral stent was selected for use for a left antegrade ureteric stenting. During the procedure, a guidewire was inserted and placed into the urinary system. Consequently, a percuflex was advanced. However, when string was pulled, the catheter split into two. The device was fully removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital. The stent and the suture were returned for the analysis. It is possible to observe that the suture was detached, and the stent was buckled. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that catheter break occurred. A percuflex nephroureteral stent was selected for use for a left antegrade ureteric stenting. During the procedure, a guidewire was inserted and placed into the urinary system. Consequently, a percuflex was advanced. However, when string was pulled, the catheter split into two. The device was fully removed, and the procedure was completed with another of the same device. No patient complications were reported.